Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was diagnostic, patient was not under anesthesia and was completed using the same set of equipment.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center's display flickers when using an electric knife device. It is unknown when the issue was found. There were no reports of patient harm or delay.